Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was down, and new patient information was not crossing over to pyxis. A technical support specialist (tss) received the case and connected to the main enterprise server production application to review system status. The tss performed checks to confirm that messages were being processed normally with no delays, verified synchronization settings on the enterprise server, and confirmed that patient information was successfully crossing over to the required station with the most recent data download showing as current. The tss then contacted the customer and spoke with a pharmacy technician, explained the findings, and requested verification on the customer side. The pharmacy technician confirmed that the patient information was appearing correctly on the station, and no further investigation was required. The system functioned as intended when the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es interface was down, prevented any new patient information from crossing over to the pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.